Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. Based on the available information, the exact root cause for the reported event could not be determined.